Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2006.(B)(4).

Event description:
It was reported that upon clearing a message regarding the device being at eri (elective replacement indicator), the battery voltage was shown to be well above eri voltage level. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.